Event description:
It was reported that during a lap kidney procedure, scissoring occurred and a clip fell out after that. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was cycled. Dried body fluids inside the shaft did not allow the clips to advance. Accumulation of body fluids is common during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Please note that the finding is not related with the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.